Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Event date: unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 20, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zero-p va removal instrument was discovered to be broken during sterile processing. It is unknown when the event occurred. No reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the t8 removal shaft was found to have a broken tip. The fragment was missing and not returned. No definitive root cause was able to be determined; the broken instrument was discovered in sterile processing; as such, method of use at the time of failure is unknown. The removal screwdriver is noted in the zero-p va system technique guide. Zero-p va is a variable angle zero-profile anterior cervical interbody fusion (acif) device indicated for skeletally mature patients with degenerative disc disease (ddd) and accompanying radicular symptoms at one level from c2-t1. The returned instrument is utilized for screw removal and is one of two instruments specifically designed for this use. In order to remove a screw using the removal screwdriver, first engage the tip of the driver in the drive recess and turn the inner shaft (top knob ¿ etched 1) counterclockwise until it is flush with the middle knob. Next the bottom knob can be rotated clockwise until the plate¿s securing mechanism is retracted. Finally, the middle knob is rotated counterclockwise to remove the screw. The technique guide cautions that, if the inner shaft is not fully engaged prior to attempting subsequent screw removal, breakage of the driver may occur and could potentially harm the patient. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, t8 removal shaft, and t8 removal shaft front. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified which may have contributed to the complaint condition. No definitive root cause was able to be determined; the broken instrument was discovered in sterile processing, as such method of use at the time of failure is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.